Manufacturer narrative:
This report is because of a finished device component supplier's part that failed while in use on our medical device.

Event description:
It was reported to MFR, by dealer sunrise medical (B)(4), per their customer their pt was in bed and they were starting to raise him, when the pin that holds the scale and cradle to the mast had broken. Pt fell back onto his bed. And the cradle and scale fell on the head of the pt. He was taken to the hospital and released the same day. Incident report from the hospital states pt was not hurt, no injury and no pain at the moment of the incident, but one hour later there was a presence of edema on the upper lip. (B)(4) was issued to get lift component parts back for eval. In addition the MFR of the scale has been notified.